Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient and their healthcare professional the patient's blood glucose levels and ketones were high (no levels were provided). The patient visited the emergency room (ER) due to diabetic ketoacidosis while on vacation. The pod was removed and a new pod was applied prior to leaving for the ER. Symptoms reported include tiredness, pale skin, thirst and not feeling well. Additionally, the patient had an inflammation and was prescribed antibiotics for treatment. It is unknown if this is related to the pod. The patient was released the same day.